Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a laparoscopic gastroplasty procedure, the reload did not fire. Replaced with a new reload to complete the case. There was no patient injury.